Manufacturer narrative:
This report is submitted on november 07, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site and subsequently was placed under general anesthesia to remove the abutment (date not reported). The implanted device remains.